Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of leg 6 of an integrated circuit chip, designator u1 from the digital pcb assembly. Leg 6 of u1 would not toggle to allow a power cycle. The customer received a replacement device.

Event description:
The customer originally reported that the device would not power off. The distributor received the device and observed that it would not power on with a full battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the reported failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.